Event description:
A dialysis facility reported that there was excessive fluid removal from two patients during dialysis treatments. The first patient became hypotensive 30 min. Into the treatment and was given a total of 1,600 ml. Pt's condition did not improve and became diaphoretic and unresponsive. Treatment was terminated and patient was taken to the hospital. The machine showed that 400ml. Was removed. No weight was taken prior to pt's admission to the hospital.